Manufacturer narrative:
Date of event is approximate. The complaint was received from a consumer in the (B)(6).

Event description:
The consumer alleged that their diamondclean powered toothbrush exploded while charging. No injuries and property damage were reported.

Manufacturer narrative:
Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that the root cause was customer abuse.